Event description:
The customer reported that the system intermittently displayed recoverable errors and locked up. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The ps1 power supplies were evaluated and optimized. The system was tested and found to be working as intended and returned to service.